Event description:
It was reported that a visao handpiece was overheating near burr guide. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned for evaluation. The hand piece failed the initial pre-temperature test. The temperature readings were nose-155, middle-165, and rear-200. All exceeded the temperature of 120 degrees. The device was disassembled and the bearings were found corroded due to dried saline. The bearings, seals, motor and cable were all replaced. The unit was then tested and met all specifications.

Event description:
It was reported that a visao handpiece was overheating near the burr guide. There was no reported patient impact. Additional information received on (B)(6) 2013 indicated that this was detected during a normal routine testing of the unit. The unit heated up within a few seconds of use. There was no user or patient impact.

Manufacturer narrative:
Event date was (B)(6) 2013. Additional information received on (B)(4) 2013 indicated that this was detected during a normal routine testing of the unit. The unit heated up within a few seconds of use. There was no user or patient impact.